Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue (device used in patient) occurred. Char at the tip of the catheter after 60 minutes radio frequency (rf) ablation. After removing it, the catheter did not flush correctly (distal irrigation hole blocked). Action taken was to change the catheter. No harm reported to the patient or user. No significant delay. The char issue was assessed as not MDR reportable. Char is a physical phenomenon of rf/pf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The irrigation issue (device used in patient) was assessed as MDR reportable.